Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 month after two dental implants were installed in intraoral regions #24 and #25, their non- osseointegration was observed. In addition, 50 ncm of primary stability was achieved and the implants were immediately load. The patient presented bone type I.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 month after two dental implants were installed in intraoral regions #24 and #25, their non- osseointegration was observed. A 50 ncm of primary stability was achieved and the implants were immediately load. The patient presented bone type I.